Event description:
Related manufacturer reference number:3006705815-2022-00582. It was reported that the patient's lead was eroding through the skin at the ipg site. As a result, surgical intervention was undertaken on (B)(6) 2022 wherein the entire system was explanted to address the issue. It is unknown which lead eroded through the skin; therefore, both leads will be reported.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.